Manufacturer narrative:
(B)(4). The customer reported that the pt contact indicators from the external paddle set were defective. There was no pt involvement. The local philips fse evaluated the device and resolved the issue by replacing the (B)(4) paddle set.

Event description:
The customer reported that the pt contact indicators from the external paddles set were defective. There was no pt involvement.